Event description:
It was reported the patient had discomfort during their trial. It was stated that during the trial, their right side stimulation was uncomfortable and they could hardly increase the stimulation to 1.0 volts. It was noted their left side was not and they could increase to 6.0 volts. It was also reported the patient had an infection. It was noted the patient had an infection one week after the trial ended but before their implant. It was stated the infection came on gradually after the trial. Reportedly, the trialing leads were removed on (B)(6) 2014. The patient stated they did not feel like the infection was related to the trial procedure and they said it may have been going on before the trial but they just did not have big time symptoms. It was noted the patient was treated with oral antibiotics and it cleared the infection up.

Event description:
It was later noted that patient received assistance from their manufacturer representative and healthcare provider and his concerns were resolved. It was also indicated that the patient did not concerns with their device or therapy. Patient appointment was scheduled on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).